Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err67 on (B)(6) 2016. No injury or medical intervention was reported. The complaint device was returned for evaluation. The device passed exterior visual inspection. The receiver data log was reviewed and found both a screen error alarm and err67 firmware error related to the reported incident. The customer complaint of err67 was confirmed. A root cause could not be determined.